Event description:
Imaging has been provided. (B)(6) 2010- ivc filter and svc filter placement operative report. "With this information, it was decided that bilateral svc and ivc filters will be placed." Svc filter (non-cook) placed first. "At this point this filter delivery sheath was removed and was exchanged to a long pigtail catheter, which was placed at the level of the sacrum over a wire. Injection of contrast again followed, demonstrating no evidence of caval anomaly, normal-sized cava, and no evidence of thrombus in the renal veins at approximately the l1 level. Next the pigtail catheter was exchanged over a wire along with the groin sheath to the filter delivery sheath. {redacted text] was placed per manufacturer's recommendations with the tip in the renal vein. Post procedurally after deployment, venogram demonstrated excellent flow of contrast, good apposition of the filter, and no tilt." (B)(6) 2014- x-ray chest. "Ivc and svc filters are in place, though the ivc filter is only partially visualized and has a broken tine." Impression: "ivc and svc filters in place. Note is made of a broken ivc filter tine." (B)(6) 2015- x-ray abdomen. "Of note is an inferior vena cava filter. One of the legs of the filter is fractured and it is located inferior to the filter. Unusual configuration. The original positioning of the filter is unknown. The possibility of filter migration could be considered or migration of the leg." Impression: "fractured inferior vena cava filter with a strut or leg located inferior to the remained of the filter, of uncertain significance." (B)(6) 2015- x-ray chest. "EKG leads obscure some fine detail. Ivc and svc filters are again seen, although the ivc filter is only partially visualized and appears to have at least 1 broken limb, similar to what was present on the previous study." Impression: "ivc and svc filters again noted. Once again a broken filter limb/tine involving the ivc filter is seen."

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following allegations have been investigated: strut fractured and migration. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.